Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported an error code occurred during aspiration. An angiojet® zelantedvt¿ was selected for a thrombectomy procedure in the iliac vein. Aspiration was initiated inside the body for a few seconds. However, an error message to check saline supply displayed. The procedure was completed with another of the same device. There were no patient complications reported.